Event description:
It was reported that the patient's ams700 inflatable penile prosthesis was removed due to unspecified reason. A new ams700 cx 21cm preconnect device and 100ml conceal reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.